Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: vessel perforation requiring medical intervention. Device issue: none. It was reported that during use of the guide wire in the patient, a perforation occurred requiring treatment with a stent. Although this was a planned stent procedure, the perforation occurred at a site other than the target lesion site. The physician could not absolutely confirm that the guide wire caused the perforation. No other patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
A conclusive root cause for the perforation could not be determined. Quality assurance analysis revealed that the catheter was returned with contrast on the coils. The tip ball was present on the guide wire and no damage was observed. The tip was slightly bent during the analysis. There was no other damage to the guide wire noted. Using a .014" hole gauge, the guide wire was advanced through the hole gauge until resistance was felt. After cleaning the guide wire with water, the guide was advanced through the hole gauge without resistance. This met manufacturing criteria. The tip was tugged to verify the core and shaping ribbon were intact. Using an unused 3.5 x 15 rx multilink plus catheter, the guide wire was backloaded through the catheter without resistance. Product performance engineering reviewed the analysis of the returned wire. There was minimal damage noted on the wire. The wire was in specification for outside diameter after being cleaned of dried contrast. The tip ball and coils were found intact. There does not appear to be a quality issue with the wire that would cause a perforation. A perforation is not generally associated with a wire quality issue and is typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. The IFU warns, "before a guide wire is moved or torqued, the tip movement should be examined under fluoroscopy. Never push, auger, withdraw or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. "As noted in the case description that, "the physician could not absolutely confirm that the guide wire caused the perforation." A root cause for the product experience cannot be determined. There is no indication of a quality issue in either materials or workmanship. The lot history record (lhr) was reviewed and there are no nonconforming reports associated with this lot. This is a very low-level failure mode that will be trended. Action may be taken based on adverse trend results. This MDR is considered closed by the quality assurance dept.